Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was able to be interrogated in clinic but was still unable to pair. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that device would not connect to the application due to insufficient authorization. Therefore, no successful bond between the phone and application could be established. The root cause of the insufficient authorization could not be confirmed.